Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, there was unusual sticking of tissue to the vessel sealer extend (vse). The customer confirmed that the jaws were clean, the vse was in seal mode, and the seal cycle was completed. The customer was using an e-100 generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: clinical sales representative (csr) spoke with the surgeon after the incident. The surgeon claimed that the issue was tissue sticking to the jaws of the vessel sealer extend (vse) rather than an alleged insufficient sealing issue. The surgeon stated to the csr that the tissue began to stick to the instrument immediately when using it and was not due to a buildup of bio debris. At no time during the procedure was there an insufficient seal issue. The surgeon removed the tissue that was sticking to the jaws each time he sealed it and was able to complete the procedure using the same instrument. There was no injury to the patient. The surgeon did not know why the tissue was sticking and was not attempting to seal over any clips are hard objects.

Manufacturer narrative:
Based on the claim against the product by the customer noting tissue sticking to the jaws of the vessel sealer extend, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that tissue stuck to the vessel sealer extend and had to be manually removed. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the tissue sticking issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.